Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and perforated the inferior vena cava and right gonadal vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The filter strut retained in myocardial interventricular septum. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, thirteen years three months of post-deployment, computed tomography of the abdomen and pelvis with contrast was performed, and the result showed that there was a caval perforation at 8 o'clock for 6.0 mm, 9 o'clock for 6.0 mm, 4 o'clock for 7.5 mm, and 6 o'clock for 16.3 mm, bent to the right. There was a left-sided tilt of 23.27 degrees. Multiple fractured struts including 5 o'clock and 6 o'clock extended into the l3 vertebral body. In addition, a suspected fractured strut was seen at the interventricular septum. Fractured strut saw at 1 o'clock extended to the right anterior to the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 10/2006), g3, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and perforated the ivc and right gonadal vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The filter strut retained in myocardial interventricular septum. The current status of the patient is unknown.